Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had not charged their device for a week prior to the report. The patient¿s implantable neurostimulator (ins) was not staying charged. There were no patient symptoms reported. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. The device was returned to the manufacturer on (B)(6) 2016. The patient was implanted for complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
C200/stim ins/battery/eos due to three overdischarges. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.